Manufacturer narrative:
The x-ray shows vertical bone loss around the tooth and a fracture line of the implant in the apical half. This reportable event was identified as "unusual." Per asr exemption #e1997021, events considered unusual, unique or uncommon are not reportable via asr and must be reported via an individual MDR submission. Therefore, this event is reportable per 21 cfr part 803.

Event description:
It was reported that a patient received an ankylos plus a11 dental implant and a fixed denture bridge. The three unit bridge was supported by one tooth and one implant. Ten years later a fracture of the implant was detected and the tooth was extracted.